Event description:
In september 1996, a coronary stent was successfully deployed at the target lesion site in the pt's left anterior descending artery to treat an 80% occlusion. In october 1996, another MFR's stent was successfully deployed to an unknown target lesion site in which the vessel was 70% occluded. In march of 1997, chest pain was rpeorted and subsequent angiography revealed that previously deployed coronary stent was almost 100% occluded. The physician performed ptca, and subsequently successfully deployed another coronary stent with delivery system inside the previouslt deployed stent at the target lesion site in the pt's left anterior descending artery. Ther were no clinical sequelae reported relative to the event.